Event description:
Ous MDR - after an unk implantation time, an isolated increase in the pacing threshold was observed. Impedance and sensing were stable. The lead was not returned for analysis. The lead was explanted as a precaution and a new one implanted. No deterioration of the pt's state of health was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. During the visual inspection, damage to the insulation and a deformation of the distal shock coil were noted, which are probably due to the explantation process. During the continuing analysis, no further deviations from the technical specifications were found, which could be related to the clinical complaint. In summary, there were no indications of material defects or manufacturing errors.

Manufacturer narrative:
Ous MDR - device was not returned for analysis. The analysis is therefore based on the existing production documents. The production process of this device was reviewed. The production documents showed no anomalies that could be related to the complaint. All mfg steps had been carried out correctly. In summary, there is no indication of a mfg error.